Event description:
Reporter indicated high lead impedance readings were obtained for a vns pt at an office visit. The pt was also having increased seizures that were above pre-vns baseline level that were due to the high impedance per the reporter. The pt was in a car accident in 2006, that may have caused some lead damage per the reporter. The vns was disabled and the pt was referred for vns revision surgery. The pt later underwent vns revision surgery. The explanted lead and generator have been returned and are currently in product analysis. Paperwork received with the explanted devices indicated there was a lead fracture.

Manufacturer narrative:
Device failure is suspected.